Event description:
It was reported that the patient presented for an implant procedure. During the procedure, difficulty was encountered in removing the right ventricular (rv) lead from the catheter. The catheter was subsequently slit, and the rv lead was noted to be damaged. As a result, the rv lead could not be implanted on (B)(6) 2025 and was successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported event of lead break was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the shock coil to be offset, consistent with procedural damage.